Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device found the device intact and exhibiting signs of wear such as discoloration, nicks, and gouges across the surface of the device. Device history records were reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Due to the extended field life of the device, the root cause of the wear and discoloration is due to wear over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the tibial articular surface provisional cracked.